Event description:
It was reported that the patient presented in the emergency room after experiencing syncope. Upon interrogation, the ventricular lead exhibited loss of capture. A chest x-ray revealed the lead had dislodged. The lead was successfully repositioned on (B)(6) 2014. The patient continued to have dizzy spells. The lead was explanted and replaced on (B)(6) 2014.